Event description:
It was reported that proximal shaft rupture occurred. The physician was performing a percutaneous transluminal coronary angioplasty (ptca) treatment procedure. Vascular access was gained via the femoral artery. During the use of a 8mm x 2.5mm nc quatum apex balloon catheter, the proximal shaft ruptured in non tortuous and mildly calcified left anterior descending artery (lad). The procedure was completed with another device. No patient complications were reported and the patient status is stable

Manufacturer narrative:
(B)(4).

Event description:
It was reported that proximal shaft rupture occurred. The physician was performing a percutaneous transluminal coronary angioplasty (ptca) treatment procedure. Vascular access was gained via the femoral artery. During the use of a 8mm x 2.5mm nc quantum apex balloon catheter, the proximal shaft ruptured in non tortuous and mildly calcified left anterior descending artery (lad). The procedure was completed with another device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified contrast in the inflation lumen. A portion of the outer shaft was plastically deformed in the form of two bulges 9.7cm ¿ 10.1cm and 10.3cm ¿ 11.4cm from the guidewire exit notch. The shaft was longitudinally torn/bust 10.7cm ¿ 11.4cm from the guidewire exit notch. Microscopic inspection revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).